Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device was not returned.

Event description:
Patient initially implanted with a bifurcated stent and a powerfit aortic extension on (B)(6) 2011. Patient was implanted with an additional competitor device on (B)(6) 2015 to seal a type 1a endoleak. Patient still had a type 1a endoleak post procedure, physician elected to monitor. Patient was admitted emergently on (B)(6) 2016 due to mesenteric ischemia. A computed tomography (CT) scan showed a type 1a endoleak and the physician elected to explant the proximal stents leaving the bifurcated implanted in the patient. Patient expired on (B)(6) 2016 due to multiple organ failure.